Event description:
As reported by the user facility: customer complaint reported for a cord that caught on fire. Incident date: unk at this time. Injuries unk at this time. Add'l info received from the facility on (B)(6) 2012 - there is no incident of pt or staff injury.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (the MFR). (B)(4). A historical review of the customer complaint database revealed no adverse trends identified during the complaint review process for item #8713112c. In a f/u with the facility, the reporter confirmed there was no incident of pt or staff injury. The reporter stated that the facility wants to do a full investigation into the incident before the cord will be released for eval. Multiple attempts to contact the facility to obtain add'l info and the sample have not been successful. Without the sample involved in the reported incident, a thorough investigation could not be performed and no specific conclusion can be drawn. If the sample is returned and/or add'l pertinent info is received a f/u report will be submitted.